Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 03 may 2017, a 21mm trifecta gt was implanted. On (B)(6) 2021, the patient presented to the hospital experiencing structural valve dysfunction. Sometime in (B)(6) 2022, the patient presented to the hospital again experiencing dyspnea and had a presyncope event. During hospitalization increased gradient (134/90mmhg), severe aortic stenosis, and moderate insufficiency were reported. The patient received medical management. A transcatheter aortic valve implantation (tavi) procedure was scheduled for (B)(6) 2022. On (B)(6) 2022, a sudden break in the trifecta gt leaflet occurred and the patient went into cardiac arrest and died on (B)(6) 2022. It is thought that the patient passed away due to the sudden bioprosthesis dysfunction due to cardiac arrest. No additional information was provided.

Manufacturer narrative:
An event of insufficiency, stenosis, high gradient, and a sudden break in the valve leaflet with the patient going into cardiac arrest and passing away was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. However, based on the information received, the reported leaflet break and stenosis are is consistent with structural valve deterioration (svd). A variety of factors may contribute to svd, including patient, biological, and implant related factors. No implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in tissue degeneration such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.) Or thinning of the prosthetic leaflet tissue (predisposing to leaflet tears) also could not be confirmed as the valve was not returned for histopathological examination. Stenosis was reported which could have been caused by pannus on the valve leaflets or calcification; both of which also can contribute to leaflet tears formation. Neither could be confirmed as the valve was not received for examination. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. Based on the available information, the root cause of the reported leaflet break could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.

Event description:
N/a.